Event description:
Customer reported he was hospitalized. Customer also reported that he thought the insulin pump was not delivering and it was. He received multiple no delivery alarms and kept attempting to treat and thinks he might have over delivered insulin and that's when he went low at 66 mg/dl; value at the time of admission was 40 mg/dl. Customer stated that the insulin pump has to get the battery frequently changed and has to restart it to complete the rewind. Condensation was found inside the screen. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.